Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for an unknown screw 6.2mm x 50 mm. This report is for 4 unknown parts/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a series of five lumbar spinal operations. The aforementioned infection occurred in the cerebrospinal fluid. Patient presented with residual back pain three months prior to a physician's appointment that occurred on (B)(6) 2007. Patient experiences pain radiating from the left hip into the left knee.

Event description:
Maude event report (B)(4) was received on (B)(6), 2014. This is 2 of 6 report for the same event (B)(4).